Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard unit from lot number 4044295. A gross visual inspection was performed, but no foreign matter was discovered on the catheter tip, needle, or the inside of the needle cover. No photos were provided for this investigation, and no description was provided so it is unclear what the clinician discovered, but no foreign matter was discovered during this investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard foreign matter on needle. The following information was provided by the initial reporter, translated from chinese to english: a foreign material was found at the tip of the needle before use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.